Event description:
It was reported by the customer that a pyxis anesthesia es system experienced constant drawer failures. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was not detected as being closed. A field service engineer made adjustments to the position sensors, retractor bands, rails, and small rectangular magnets to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.